Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP alleging burning odor. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported the device stopped working and gave off a strange, almost burning odor that work the patient up gasping for air. The device displayed a message that the device needed servicing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.